Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in atrial fibrillation (af). The device was sensing the af as atrial refractory events. This was causing atrio-ventricular (av) pacing at the maximum paced av delay. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.